Event description:
It was reported a wheel on the stair chair came loose and bent the bolt. It was not reported that this occurred during a patient transport nor were any injuries alleged as a result. A replacement wheel was provided for the repair.